Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low r-waves and high pacing thresholds. A chest x-ray was performed and a micro-dislodgement was identified. The lead was repositioned and remains in service. No additional adverse patient effects were reported.